Event description:
It was reported that the t:slim x2 pump battery would not charge unless the cable was held in place or the pump was positioned strategically. The issue did not lead to a pump shutdown or an inability to turn the pump back on, and there was no adverse impact to the customer's blood glucose level. The customer used a different charging cable, which resolved the issue, and a replacement tandem charging cable was sent via two-day shipping as a precautionary measure by technical support.